Event description:
Baxter (B)(4) received a report of an infusor that reportedly had no flow during patient therapy. The device was filled with naropeine. It was reported that the tubing was kinked and the patient did not receive any of his therapy. According to the reporter, the doctor tried cutting the tubing and reconnecting the patient. The device, however, still did not flow due to a new kink that formed in the tubing. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 300ml in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or in the bladder that could have caused the reported condition. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. When the multirate control module was set at 2ml, 3ml, and 5ml flow rate, flow was immediately observed. Flow continued without stopping or difficulty. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.